Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned loose and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device which limited the scope of the investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff and this confirmed the reported incident. There was no needle strike mark on the posterior foot. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.